Event description:
Healthcare professional reported left side rupture. Healthcare professional later reported creasing. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, d9, h3,h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed two openings on posterior and radius side assessed as fold flaw opening. Crease/folding of implant: observed creases on the device. Additional observations: observed stress marks on the device. Observed 40 mm dark patch edge material inside gel device. Observed wear abrasion on the device. No further actions are required since no manufacturing issue is observed.

Event description:
Healthcare professional reported left side rupture. Healthcare professional later reported creasing. Device has been explanted and replaced .